Event description:
It was reported that the patient presented in the emergency room after the initial implantation procedure. The patient complained of right arm numbness after leaning on it. However, it was diagnosed that the patient had left arm deep vein thrombosis (dvt). Anticoagulants were administered and the patient was stable following the intervention.